Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973105. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: nose shroud cracked/broken a,b no, staples in nose a,b no, staples in the track a,yes(10)b,n/a, trigger engaged with precock a,b n/a. Analysis conclusion: based on visual examination and inquiry info received, no conclusion could be reached as to why it was reported "the staples did not advance" in one instrument and reportedly "did not form" in the other device. No functional test could be performed on the instruments a and b due to excessive dried body fluid. Co reviews each incident as it occurs in an effort to continuously improve the products. 2973105

Event description:
During a laparoscopic hernia repair procedure (coopers ligament and rectus abdominus), it was reported by the affiliate that while using the first device, the staples did not advance. It was reported that the staples of the second device advanced but did not form. There was no pt consequence.